Event description:
International customer reported that the needle tip broke during a hysterectomy. The tip reportedly remains in-situ. No adverse patient consequences were reported.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental form.